Event description:
It was reported that this right atrial (ra) lead exhibited noise and pace impedance measurements of greater than 3,000 ohms. The physician chose to explant the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.